Manufacturer narrative:
Event problem and evaluation codes: (B)(4).

Event description:
Pentax medical became aware of a report on 04-oct-2019 stating, the customer stated that the endoscope passed all leak tests, however after the endoscope was cleaned it failed the clean verification test. This was repeated 3 times, and the endoscope failed all three times. Additionally, the right/left and up/down angulation were reported as being loose, involving pentax medical video colonoscope model ec38-i10l, serial number (B)(4). The customer responded to good faith effort attempts from the pentax complaint handling unit via email on 07-oct-2019 and stated that there was no resistance in the channel or ports while cleaning, but did write that the endoscope failed cleaning verification testing using "verify resi-test tm slide lcc101" atp [adenosine triphosphate] test strips. The endoscope was removed from circulation and subsequently called in for service. The customer owned colonoscope was received by pentax medical for evaluation on 07-oct-2019. The colonoscope was inspected by pentax medical service on 09-oct-2019 and the following inspection findings were documented: operation channel- primary slice by accessory, passed wet leak test, umbilical cable cracked, objective lens scratched, up/ down control knob/ lever tension, passed dry leak test, fluid invasion not observed in pve connector, fluid invasion not observed in control body, insertion tube mild scratches at stage 1, insertion tube mild scratches at stage 2, right/ left control knob tension. The colonoscope underwent repairs including the following components: distal end assy with tubes, distal attaching plate, distal attaching screw, segment attaching screw, bending rubber, adjusting collar, rl pulley assy, ud pulley assy, angle wire, light guide cable, suction channel lg, air/water supply tube lg, jet supply tube lg, biopsy inlet t-piece pb-free, o-rings and seals. Pentax model ec38-i10l, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service on 23-jan-2015. The colonoscope is currently awaiting qc final approval and organic resampling as of 01-nov-2019.